Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not start up. Upon functional testing, the fse found that host pc was defective and disk bay was without power. To resolve this issue, the philips engineer replaced host pc. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system did not start up. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.